Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This complaint consists of tht registry data from japan. The data did not contain lot number, unique device identifier (UDI). The information was obtained through the registry, no further details have become available for this event. It was reported through the tht registry from japan that on (B)(6) 2025, a 25mm navitor vision valve was implanted. On (B)(6) 2026, the patient experienced severe conduction disorder and required a pacemaker implant the same day.